Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that, "the poligrafo continues to send a different track from the monitored to the room screen respecting to what appears on the monitors in the area of the outdoor shielding room". The device was not in clinical use at the time the reported issue was discovered.